Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited no phacoemulsification. Surgery was completed with no reports of patient harm. Additional information has been requested. Additional information received indicated the surgeon could not phaco and had to change to irrigation/aspiration to remove the cataract. There was no harm to the patient and the procedure was completed.

Manufacturer narrative:
The company service representative examined the system and confirmed in the system event log that the footswitch had dropped out due to communication being lost. However, the company service representative was unable to replicate the issue while on-site. The system was then tested and met all product specifications. The company service representative performed a demonstration to the customer on proper footswitch operation and set up. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to have no problems; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).